Event description:
It was reported that the surgeon noted the haptic of the cc4204a single piece collamer lens was bent after the lens was in the eye. The lens was removed and replaced with another same model lens without any injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned lens showed a piece of the optic and haptic was torn off and missing. (B)(4).